Event description:
Reporter alleged obtaining a discrepant blood glucose result of 516 mg/dl on a patient using inform system 1 compared back to back with a result of 92 mg/dl using inform system 2 and a result of 96 mg/dl on inform system 3 when all testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3 (lot number 550604, expiration date 07/31/2009). Reference medwatch report for the suspect device used in system 1. Reference medwatch report for the suspect device used in system 2.